Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient was having increased pain when they woke up that morning. It was reported that a software problem message was showing on the patient controller. During the call, the controller was reset. The consumer then saw the "charge the controller" message. No further complications were reported.